Manufacturer narrative:
The reported event could be confirmed, since an image provided does indicate the device is not 46 cm. It was determined this is a co-mingling issue during the production process.

Event description:
It was reported that the screw was inserted using the proper technique but appeared to be short. The screw was removed and a larger screw was opened and implanted. The original screw was measured and was found to be 36mm, the box it was packaged in stated it was 46mm. No impact to the patient. Extra time to explant a screw and implant another screw.

Manufacturer narrative:
The device is not available. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that the screw was inserted using the proper technique but appeared to be short. The screw was removed and a larger screw was opened and implanted. The original screw was measured and was found to be 36mm, the box it was packaged in stated it was 46mm. No impact to the patient. Extra time to explant a screw and implant another screw.